Manufacturer narrative:
The event date is an estimated date. The pump was implanted on (B)(6) 2014 and the patient¿s most recent upper gi endoscopy/colonoscopy was in (B)(6) 2014. (B)(4). Approximate age of device ¿ 22 days. The pump remains in use supporting : the patient. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2014. On (B)(6)2017, during the patient¿s routine follow-up clinic visit, the lvad clinician requested a log file review. During that request, the clinician reported that the patient has a history of gastrointestinal (gi) bleeding ¿with arteriovenous malformation with clips applied, in 2014. The most recent upper gi endoscopy/colonoscopy was in (B)(6) 2014, and there were no signs of active blood loss. The patient denied any melena or hematochezia. The patient was on prilosec twice a day. No further information was provided.

Manufacturer narrative:
A correlation between the device and the reported bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. The patient remains on vad support. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.